Event description:
The pt's device extruded. The device was still functioning at the time of the extrusion. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.